Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All buttons functioned properly and no damage on the keypad assembly was noted. The connector was not unlocked during visual inspection. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery tube compartment and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 10.2 mmol/l. The customer stated that the button was not pressed for more than 3 minutes. The insulin pump was returned for analysis.